Event description:
Kci via unit malfunction caused prolonged hospitalization and excessive pain for pt. Suspected problem with drape occlusion initially, then connected to standard infovac which worked properly. Reconnect later to same via (only one available) without proper function. Return to infovac which worked properly. Following day kci rep attributed problem to device failure and sequestered for further testing. Via is a new product available from kci - kinectic concepts incorporated.